Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri) prematurely and premature battery depletion was alleged. The device was explanted and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.